Event description:
Pt reported obtaining back-to-back blood glucose results of 49mg/dl, 150mg/dl, and 200mg/dl, while using the suspect device. Pt indicated that after results were obtained, she delivered 6 units of insulin. No pt injury was reported. Quality control testing was not performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.